Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed multiple times to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump intermittently did not deliver insulin as intended. Customer's blood glucose level was 300 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, customer continued to use the pump for insulin delivery.